Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ramping numbers and alarmed button error. The blood glucose reading was 9 mmol/l. The caller stated that when the up arrow was pressed to change the carbohydrates input, the numbers kept going up even though the act button was no longer pressed. The battery was taken out and reinserted, which was when the button error alarm appeared. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.